Event description:
The customer was hospitalized for low blood sugar levels. The customer was running high and it was time to change out the set. The customer changed out the set and gave ten units of long acting insulin. Then the customer gave another twenty units and the blood sugar reading was still high. The customer checked the bg three times every fifteen minutes. The customer changed the set again and gave another twenty units of insulin. The customer was unconscious and was hospitalized. The doctor told patient that patient took too much insulin.